Manufacturer narrative:
Qc is run once per day. The start-up results and all qc results were in specifications. The erroneous results occurred in an open vial mode of operation. The sample was drawn via venipuncture and collected in a 4ml, becton dickinson container. A field service engineer (fse) was dispatched to the customer's lab: the fse ran a reproducibility test and results passed within specifications. As per product labeling, when all counted parameters are consistently lower than normal and mcv is normal, this can be attributed to the following: short sample, poor bath drain, diluted sample. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb), and platelet (plt) results that were generated by the coulter ac t diff instruments. A pt sample was tested for hgb and plt: hgb and plt: hgb result was 4.8g/dl, and plt result was 78 x 10 to the third power cells/ul. Both results were printed with an operator defined messages "l" (l- "low result. For pt samples, results is lower than the low pt sample limit"). Hgb and plt results were reported out of the lab and the pt was sent to a hosp. Upon redraw at the hospital, significantly higher results were obtained: hgb was 13.8mg/dl, and plt result was 322 x 10 to the third power cells/ul. The pt was then drawn at the office and higher results were obtained: hgb was 12.6mg/dl, and plt was 319 x 10 to the third power cells/ul. Hgb and plt results generated at the hospital are considered correct. There was no impact to pt or user as a result of this event.